Event description:
It was reported that a device fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified middle left anterior descending artery (mid lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft broke when crossing the lesion. The device was pulled and removed intact from the patient. The procedure was completed. There were no patient complications reported post procedure.

Manufacturer narrative:
Updated b1. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 14cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were noted with the blades. Pads were intact. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that a device fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified middle left anterior descending artery (mid lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft broke when crossing the lesion. The device was pulled and removed intact from the patient. The procedure was completed. There were no patient complications reported post procedure.